Event description:
A system error (se) 2267 alarm was identified in the log of a returned homechoice device, which occurred during dwell 3 of cycle 5. This is an indication of a potential device malfunction that has caused a breach in the sterile pathway that may increase risk of contamination and/or infection to the patient.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The system error 2267 was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.